Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 38 mg/dl with severe dizziness associated with an inaccurate delivery issue. The reporter stated that the patient treated themselves with oral carbohydrates as needed. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The user did not want to troubleshoot the pump at the time of the call. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/27/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the original complaint could not be confirmed or duplicated during investigation. The black box showed a replace cartridge alarm on (B)(6) 2015 at 11:58 followed by a pump reboot at 12:18. When the pump was powered back on, the date was set to 05/28/2015 and the time was set incorrectly to 00:34. The pump ran on the incorrect time until 22:03; the time was then manually set to 10:03. The pump was exercised for 24hrs with no errors, alarms or warnings duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the display had a discolored contrast. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.